Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Photos of explanted devices are not sufficient to carry out product inspections related to the revision surgery. The tornier perform anatomic glenoid is extremely degraded and worn. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that, the patient had pain. It was also reported. Enovis team were used for their stem once the aequalis and perform pegged was removed. No further information was provided.

Event description:
It was reported that, the patient had pain. It was also reported. Enovis team were used for their stem once the aequalis and perform pegged was removed. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.